Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 530 mg/dl. Reportedly, the customer consumed donuts and declined high bg troubleshooting with tandem technical support. The pump calculated a bolus request of 41 units to treat bg level, and the customer called tandem technical support to inquire if the pump calculated the correct amount of units for the bolus request. Tandem technical support educated the customer on bolus calculations and informed the customer that the calculation was correct. Recommendation was made to consult with health care provider before delivering the bolus to ensure the settings are correct. The customer acknowledged the information.